Manufacturer narrative:
Total energy for a falling drawer, based on the drawer weight limit of 25 pounds, is estimated to be <50 joules and is not likely to result in a death or serious injury. This failure is a minor hazard and not reportable. Reported complaint will not affect delivery of o2, agent or ventilation from the anesthesia machine.

Manufacturer narrative:
The drawer slide was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
A ge healthcare service representative performed a checkout of the equipment and discovered the drawer slides were broken and could potentially cause the drawer to fall out. There was no report of patient involvement.